Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the circumflex artery. A 2.50 x 12 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was no longer on the stent delivery system and was dislodged into the aorta. A snare was then advanced to retrieve the stent but was unsuccessful. The procedure was not completed. No patient complications were reported and patient's status was okay.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached; method code, result code and conclusion code device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent detached during procedure and was not returned for analysis. The balloon cones were reviewed and no issues were noted. The folds on the proximal balloon cone were slightly relaxed from their original position however the balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire portion of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section of the shaft polymer extrusion profile found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the circumflex artery. A 2.50 x 12 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was no longer on the stent delivery system and was dislodged into the aorta. A snare was then advanced to retrieve the stent but was unsuccessful. The procedure was not completed. No patient complications were reported and patient's status was okay.